Manufacturer narrative:
(B)(4). Two (2) expedium verse di castle nut drivers [product code: 2997-04-220] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the tabs on both of the castle nut driver distal tips had become fractured. The broken tabs were not returned with the devices. Devices were then sent for fracture analysis to determine the cause of the tab failure. The fracture analysis report revealed ductile dimples mixed with cleavage fracture, indicating a quasi-cleavage brittle fracture for both devices. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. (B)(4) have been initiated to further investigate the failure of the castle nut driver tabs fracturing. All potential actions will be monitored and driven through those items. Thus, no further trending action will be taken as a part of this complaint file. The root cause for the castle nut tab becoming fractured cannot be positively determined. However, the fracture analysis report revealed ductile dimples mixed with cleavage fracture, indicating a quasi-cleavage brittle fracture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint #1: both verse key inserters/ tighteners (2997-04-220 x 2) broke during the case, causing dr. Dakwar to bail on using the verse system, remove the 22 verse screws that were implanted, and proceed with expedium 5.5. In both instances, the "notches or tabs" and the distal tip of the driver broke off when attempting to loosen the outer nut. In one case, the innie set screw had been final tightened and was not loosened before attempting to loosen the final tightened outer nut. In the 2nd case, the innie set screw had not been final tightened. Complaint #2: the verse correction key (1997-21-001) did not maintain the correction achieved through dr. (B)(6) rod roll. The outer nut of the correction key was not final tightened, maintaining the poly axial feature of the screw, the rod roll was performed, and the outer nut was then tightened, turning the polyaxial screw into a monoaxial screw. Multiple rod rolls were attempted and dr. (B)(6) stated that after each attempt" he could visually see the rod slip within the locked outer nut, causing his correction to be lost.